Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the patient developed infection and skin necrosis at the magnet site (date not reported) and was treated with antibiotics (date and duration not reported). This report is filed september 7, 2016.

Manufacturer narrative:
This report is submitted on august 18, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : magnet remains in use.

Event description:
Per the clinic, the patient developed a sore at the magnet site and was subsequently treated with antibiotics (type and date and duration not reported).